Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had critical pump error alarm. Customer¿s blood glucose level unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank-flashing white display due to severe corrosion on all electronic assemblies. Unable to verify critical pump error due to blank-flashing white. Unable to perform displacement test, rewind test, prime and seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank-flashing white. Device received with corroded force sensor assembly and moisture damage on motor assembly.